Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device will not be returned for evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported a flo-gard IV solution administration set leaked between the tubing and chamber. There was no patient involvement. No additional information is available.